Event description:
A customer reported experiencing alarm 2 followed by alarm 26, indicating an occlusion issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support advised the customer to follow several steps to rectify the situation, including disconnecting and refitting the tubing and administering boluses. The issue persisted, so the customer was instructed to change the supplies and resume insulin therapy. Additionally, recommendations were provided to rotate infusion sites and try alternative cannulas to prevent future occlusions.